Event description:
The hcp reported, the pt presented with symptoms of an infection of the baclofen pump. These included chills, nausea, vomiting, and fever. The pt was also experiencing decreased oral intake with resultant decreased urinary output, pain, and spasticity. Blood, urine, and wound cultures were done and reported as negative for growth. The pt was treated with both oral antibiotics and IV rocephin and vancomycin. The pump was explanted and not replaced. The pt outcome was not reported. A f/u report will be sent, if add'l info is rec'd.